Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. This report is for one (1) unknown plate. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during an unknown procedure, the aiming arm instrument and plate did not align accurately. The insertion handle, interlocking bolt, and six (6) locking neutral guide were used to help stabilize a plate and aiming arm to allow the surgeon to do the procedure percutaneously. The plate was implanted. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This report is for one (1) unknown plate. This is report 2 of 2 for complaint (B)(4).